Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had leaking dark liquid from inside. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the device was inspected. As a result, phenomenon was reproduced. In the information became available in the investigation results and this complaint, there was information stating that due to damage on channel tube, water tightness was lost. Additionally, there was information stating that the customer allegations were reproduced. Olympus, therefore, determined that the customer allegations were reproduced. We could not identify the cause of damage on ch-tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.